Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (b)(64) 2019, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged a crack in the battery compartment. The reporter stated the battery cap had been replaced one week prior to the power issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04-apr-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked and returned battery cap had stripped threads. The returned battery cap was unable to fit securely to maintain an electrical connection, duplicating the intermittent power issue. The pump powered on with a test cap with audible tones and vibrations indicating power to the pump. The pump was exercised for 12 hours with no power loss or interruptions occurring.